Manufacturer narrative:
The reported oad was received for analysis along with the guide wire utilized during the procedure. The oad and guide wire were engaged when received. Upon examination, the proximal core wire was observed to be fractured and a fragment of the guide wire spring tip was lodged within the driveshaft tip bushing. Scanning electron microscopy radiopaque particles from the guidewire spring tip on the distal edged of the tip bushing and rotational damage to the proximal solder bond area. The spring tip coils were examined and exhibited damage consistent with the spinning driveshaft having come into contact with the spring tip proximal solder bond and coils. This contact likely caused the guide wire spring coils to become damaged with fragments being lodged in the tip bushing leading to the device becoming stuck on the wire. The oad was tested and functioned as intended with no anomalies observed. At the conclusion of the device analysis investigation, the reported event of the oad stopped spinning was unable to be confirmed. The reported event of the oad was stuck on the guide wire was confirmed. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The material inspection report for the reported guide wire was unable to be reviewed, as the lot number was not provided. Csi ID# (B)(4).

Event description:
During a procedure with a diamondback peripheral orbital atherectomy device (oad), a device malfunction occurred. A 90% stenosed lesion in the anterior tibial and dorsalis pedis arteries was treated on medium when the oad stopped spinning after a 30 second rest. When attempting to remove the oad, it was determined that the oad was stuck on the guide wire. The oad and guide wire were removed from the patient together, resulting in a loss of wire access and a delay of approximately five minutes. The dorsalis pedis artery was unable to be re-wired, however, the anterior tibial artery was re-wired and angioplasty was used to complete the procedure with no patient complications. Analysis of the returned device revealed a small section of the guide wire spring tip coil fractured and lodged within the driveshaft tip bushing.